Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx1003 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that black hair-like matters were found in the sealed package of 7655405. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, photo analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a fiber within the kit was confirmed and appears to be manufacturing related. Three photos and a video of an unopened 4fr s/l groshong nxt clearvue catheter kit were returned for evaluation of this complaint. A dark fiber was seen inside the packaging. The fiber was located between the sealed product tray and the header bag. As the kit packaging appeared to be sealed in the video and photos, the fiber must have been introduced during the manufacturing packaging process. Bd is working closely with manufacturing to prevent recurrence of the reported event. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that black hair-like matters were found in the sealed package of (B)(4). No other information was provided.